Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had MRI earlier today and when the procedure first started they felt pricks, buzzing sensation in vaginal area and after the initial five minutes when the next phase of the MRI scan began, they experienced two shocking sensations that started at hip and went down both legs and their legs jumped up a couple of inches. Patient pressed the emergency button and the MRI procedure was aborted. When asked, patient stated that the shocking sensation and buzzing sensation have completely subsided since MRI scan was stopped. Patient did notify managing hcp office and was redirected to contact medtronic. Patient services reviewed MRI information including MRI mode and patient said that MRI facility told them that MRI facility received approval to go ahead with MRI so patient didn't call beforehand to review recommendations. Patient reviewed what steps they took to turn therapy off and based on patient's description, patient didn't place ins into MRI mode or turn therapy off, instead patient turned external devices off thinking that by doing this, implant was turned off. Patient services reviewed MRI mode steps, reviewed icons on therapy screen and also provided model of lead to patient. Patient was redirected to provide update to hcp and MRI facility, review information and decide when to reschedule MRI. The patient's relevant medical history included that patient had an MRI in 2021 and said didn't have any issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.